Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: d284vrc implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient heard an alert triggered due to high svc coil impedance. The coil was suspected to be fractured. The coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.